Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a symptomatic patient presented in-clinic. Cardiac tamponade and perforation were observed via cardiac sonography. The patient was brought to the or. Pericardiocentesis was performed. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead stiffness test was performed and found to be within specification.